Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not been received yet. Upon return of the product for evaluation a supplemental report will be submitted with the evaluation findings.

Event description:
It was reported that the evftcl cable was ¿double counting¿. Additional information was unable to be obtained as to what value or waveform was ¿double counting¿. The patient was not on a balloon pump. There were no fault messages observed. When the issue was noticed they removed the product from use. There was an ev1000a platform system involved in the event. The clinicians did not isolate the issue to either product. The patient demographics are unknown. There was no patient harm or injury.

Manufacturer narrative:
The suspect evftcl cable was discarded by the facility and was not returned for product evaluation. Edwards is unable to confirm or negate the customers experience as related to the cable without the return of the suspect device. The device service history record review could not be completed as the serial/lot number is unknown. An associated complaint was initiated for the system related ev1000 platform (see manufacturers report number 2015691-2016-03672). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.